Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection found that the eto sterilization indicator was brown instead of green. The reported condition was verified. Further visual inspection found that no damage was noticed, and the sterilization certificate confirmed that the product successfully had gone through a sterilization cycle. Though the reported condition was verified, the sterilization indicator is for internal use only and is not part of the device's specifications. Additionally, the complaint was reported nine months after the device was manufactured, and the sterilization indicator may be effected by factors such as time and temperature conditions. It was unable to be verified that the device was non-conforming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the baxter extension sets eto sterilization indicator was brown. This was identified before use. There was no patient involvement. No additional information is available.